Event description:
Pt was revised to address a femoral component that was loose and oversized. Also, the tibial tray was reported to be in varus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.